Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances bilaterally. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that both leads had migrated with diagnostics revealing impedances. Therefore, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.